Event description:
The reamer head broke during femoral reaming. Extraction of device fragments was successful, but extended surgical time by one hour 15 minutes.

Manufacturer narrative:
Date of manufacture cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.